Event description:
According to the initial reporter, it is alleged that [pt] received a cook zenith alpha thoracic endovascular graft proximal on (B)(6) 2018 in his mid-descending thoracic aorta. On (B)(6) 2019, [pt] presented to hospital with vomiting, diarrhea, back pain, thigh pain and headache. At that time, he was admitted. He was found to be in acute renal failure with bilateral pleural effusions. He continued to have pulmonary and renal insufficiency and was then transferred by ambulance to another hospital for a higher level of care. On (B)(6) 2019, physician performed an emergency resection and graft replacement of the descending thoracic aorta using cardio coronary bypass support and cryo-analgesia of intercostal nerves iii through vi on [pt]. The preoperative and postoperative diagnosis was thrombosed descending thoracic stent graft with acute kidney failure, acute congestive heart failure, acute paraplegia from spinal ischemia and respiratory failure.